Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Original implant date was in 2002. Device is not expected to be returned for manufacturer review/investigation. (B)(4): the device had to be removed due to pain. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a plate was removed from a patient's ankle due to pain. She was originally implanted in 2002. No further information is available. This complaint is for two device. This report is 2 of 2 for (B)(4).